Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device display is missing segments. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. All of the led segments were fully visible throughout testing. The device was determined to be fully functional.

Event description:
The customer reported the device display is missing segments. No patient impact or consequences were reported.